Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. During investigation a bubbling noise came from the patient tank of the heater-cooler system 3t and shortly after cooling of patient side was stopped as well as the noise stopped. When trying to cool the plegia side, the fuse tripped in the operation room at the start of the compressor during in-service. The failure can be addressed to a defective compressor of the cooling system. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t appears not to be cooling during priming. There was no patient involvement